Event description:
It was reported that the cadd-solis vip ambulatory infusion pump alarmed with an "empty tubing or cassette" message during infusion while medication remained in the bag and tubing. Following multiple troubleshooting attempts, including hard resets and reattaching the cassette, the pump continued to alarm that the cassette was not latched properly and was powered off. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.